Event description:
Device 1 of 2; reference MFR report: 3006705815-2019-00424. It was reported the patient had 2 trial leads placed on (B)(6) 2019 and later that day went to the emergency room (ER) as she had taken too much pain medication. An MRI was performed and no anomalies were identified. The trial leads were removed on the scheduled date and the physician indicated the patient was not displaying abnormal symptoms related to the issue at that time.